Event description:
It was reported that the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. It was noted that the cannula was bent. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The soft cannula was not observed to be bent, kinked or otherwise damaged. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. The top housing was observed to be cracked. The timing and cause of this damage could not be determined. There is no indication this damage had any affect on the functionality of the device.